Event description:
The patient reported being told the device needed to be replaced in about 1 1/2 years. The patient questioned why the device would need to be replaced so soon. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.